Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that they showed her how to up it if she needed to but the problem was she feels stim in her hand and leg. The patient stated that she has tried reducing, but still feels it a little bit not as much. The patient stated that her healthcare provider (hcp) told her to call the manufacturer. The patient stated that she got the ins for bladder and her symptoms are 50% improved but the thing was when she turned it up a little bit it helped. The patient wanted to try to get the same results she had during the trial, she wanted it to help more, she was looking for her sweet spot. The patient stated that the ins was in the left side and she felt the stim on her right side hand/ leg. On the call, the patient confirmed the ins status with patient programmer (pp), stim on, program 1 at 0.7. The patient turned stim off during the call and reported stim stopped in her hand however still felt the tingling in her leg. It was noted that the patient was increasing the stimulation even with good symptom control. Patient services review therapy expectations (50% from baseline diary). The patient was redirected to their healthcare provider (hcp). No further complications were anticipated/reported.